Event description:
On 07/11/2015, the reporter contacted animas and alleged that on (B)(6) 2007, the patient experienced an unknown blood glucose under 70 mg/dl with cognitive impairment, confusion, unsteadiness when standing and walking and difficulty speaking associated with the time/date reset. Reportedly, the patient remained on the insulin pump and was treated with oral carbohydrates as needed. During troubleshooting with customer technical support, it was revealed that the am/pm were reversed leading to increased insulin delivery. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.